Event description:
It was reported that the pt underwent a urodynamic measurement procedure on 06/2005. The pt presented six days later for their voiding trial. At that time, a urine specimen was taken from their foley catheter. The report showed >100,000 e coli and >100,000 pseudomonas aeruginosa. The pt was treated with levaquin 500 mg daily for 7 days and when the pt returned to the office six days later for a cathed urinary analysis, the results were normal. The physician does not believe that the urinary tract infection is related to the device.